Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited shock impedance measurements of greater than 125 ohms. Technical services discussed troubleshooting options. The health care professional would follow up with the patient. The device remains in service. No adverse patient effects were reported. Additional information was received that this patients right ventricular (rv) lead was fractured, via x ray. The cause was determined to be due to twiddlers syndrome. This patient underwent a procedure in which the rv lead was surgically abandoned and replaced. The new rv lead and this implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited shock impedance measurements of greater than 125 ohms. Technical services discussed troubleshooting options. The health care professional would follow up with the patient. The device remains in service. No adverse patient effects were reported.